Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The surgery center reported that a surgical scrub technician passed out after exposure to anesthetic agent that reportedly leaked from the vaporizer. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Based on this investigation, the most probable root causes of agent leaking from the vaporizer are a loose or missing filler adapter cap and the off-label use of the vaporizer with an incompatible backbar. The tec 7 device was analyzed for leaks, and none were found.